Event description:
Patient's system was explanted for unknown reason on (B)(6) 2024.

Manufacturer narrative:
Date of event is estimated. Patient weight was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.